Event description:
It was reported by the customer that a pyxis medstation es system barcode scanner failed, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was beeping. A field service engineer replaced the universal serial bus scanner cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.